Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while using the device on bile duct in a laparoscopic cholecystectomy, it was reported that the device had a hard time loading the clips into the jaws. The instrument could not be removed from the tissue because the clips were stuck in the jaws. It was also noted that the procedure was converted from laparoscopic to open. Surgeon resolved the issue with suturing. Hospitalization was extended by 1-2 days. Some clips also fell into the patient's cavity. The surgical time was extended 30 minutes or more due to the product problem.